Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was broken and it would not lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.